Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reconnected the printed circuit boards. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the left monitor was black. No pt injury was reported.